Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383532 and lot number 4330341. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd nexiva needle broke. The following information was provided by the initial reporter: the stylets are also flimsy and easy snap in half after pulling the stylet out. Customer response 4/5/2025 no harm, just repeat venipuncture needed.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.